Manufacturer narrative:
(B)(4) date sent to the FDA: 5/11/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch pgr851, and no non-conformances were identified additional information: d9, h4, h6 additional h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that an unopened sample of product code 8710h was received for evaluation. An extra needle and hole in the overwrap packet defect could be observed on the sealed sample. The visual inspection concluded that the sterile barrier was compromised due to pin holes were observed on the copolymer caused by the tip needle. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. (B)(4) date sent to the FDA: 5/11/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: procedure name and date? No further information is available. Date of the event (if different from date of procedure/surgery)? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, before opening the package, it was found that the needle had been protruded to outside the package. There were no adverse consequences to the patient. Additional information was requested.